Manufacturer narrative:
(B)(4)

Event description:
It was reported that the during an unrelated lead revision procedure, the physician noted right atrial lead damage. The lead was successfully explanted and replaced. The lead was explanted and replaced, the patient was in stable condition post surgery and would continue to be monitored.